Event description:
An unknown needle mechanism failure was reported. The patient reported being unsure if the cannula inserted. They removed the pod and found that the cannula "came out of the pod in a different way". Additionally the patient stated that the cannula appeared longer than usual. There was no impact to blood glucose level. Pod was worn between 1 and 4 hours. There are no details regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.